Event description:
Diasorin molecular llc received a complaint alleging disc leakage while running mol4150 (lot number was not provided). The customer confirmed no alleged harm occurred and no false results occurred. Patient health information and sample collection method was not provided. The disc leak has a potential to cause false positive results when running mol4150 simplexa covid-19 direct. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging disc leakage while running mol4150 (lot number not provided). No run files were provided by the customer to find the mol4150 lot that was used when the leakge occurred, only the disc lot was provided. Investigation in the dad disc used mol1455, lot p17302n, confirmed an increased probability of leakage when running this lot of dad disc with the previous assay definition for mol4150 (version 2). The disc lot did not leak when run on the current assay definition version 3. The leakage has the potential to cause false positives and therefore required a class 2 recall for any remaining mol4150 assays that were linked to the previous assay definition version 2 and was reported under the FDA res# 91504, recall # z-1209-2023. Any customers with inventory of mol4150 with the previous assay definition v2 in the field were notified to discontinue use and destroy those remaining kits with assay defintion v2. The disc leak has a potential to cause false positive results when running mol4150 simplexa covid-19 direct. In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death.